Event description:
It was reported that a continuous glucose monitor (cgm) failed, after which the user disconnected the ilet pump and did not initiate backup therapy for over 12 hours, leading to hyperglycemia to 364 mg/dl; the user later placed a new cgm, reconnected the pump, and then experienced an occlusion after reconnection, requiring troubleshooting assistance to restart the pump. Symptoms included hyperglycemia. Outcomes included the need for device troubleshooting and education. Investigation included review of user-reported events, guidance on proper pump restart via charging, and reference to a related occlusion event to confirm glucose regulation post-reconnection. Investigation of this case revealed user management lapses following cgm failure and an infusion occlusion after pump reconnection, with successful recovery after device restart and supply change. It was concluded, based on previously established findings for similar reports, that the cause was user management of therapy during sensor failure with subsequent infusion occlusion.